Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer changed the infusion set and reservoir but continued to receive no delivery alarms. The no delivery alarm was resolved by changing the complete set. The insulin pump was stuck in the no delivery loop. Customer's blood glucose level was 19.6 mmol/l. The device was not returned.